Manufacturer narrative:
Awaiting handpiece device evaluation. A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that the blade broke at the mount. It was also reported there were no delays and no adverse consequences as a result of this event.

Manufacturer narrative:
The quality investigation is complete.

Event description:
It was reported that the blade broke at the mount. It was also reported there were no delays and no adverse consequences as a result of this event.